Manufacturer narrative:
The product was returned for evaluation. The zipper insert pin was missing on window side a. On panel side a, both of the zipper slider bodies were open. The drainage port had a two inch tear in the material at the start of the zipper. On panel side b, the top ridge hanger zipper had an eight inch rip in the material. The drainage port zipper was stuck due to evidence of biohazard buildup in the teeth. There was no problem found with the zipper teeth alignment. (B)(4).

Event description:
The customer reported that there was zipper damage to one of the panels and the teeth do not align. Evaluation of the returned product found that the slider body was open on both zipper heads of the side panel.